Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was found to be out of calibration on the zero graft setting and the ten graft setting. The motor rpms ran within the specification limits, however, the motor ran slow. It was determined that the head and width plates were damaged. Parts replaced included; ball detent, thickness lever, motor, bearings, calibrating shaft, "o" ring, width plates and the seal and retaining ring. The device was repaired according to procedure and returned to the customer. A review to the customer. A review of service records indicate that the device was last in for repair of preventative maintenance in may 2006. It is documented in the instruction manual included with the device that " the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."

Event description:
It was reported that the dermatome skipped over the skin resulting in small pieces. No further injury or adverse consequences were reported as a result of the incident.